Event description:
Philips received a complaint by the customer on the v60 indicating that, at times the devices screen locks up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The code was found by asp fse before start of a scheduled service involving an active fco. The fse advised that the cpu needs to be replaced before the fco can be initiated. Verified that the cpu should be replaced due to symptoms and the 3007 code. The rse provided manual reference to cpu replacement to include reinstalling the software options. Provided parts ID for 2.30 rp-pcba,cpu (software 2.30),2nd gen,v60. Investigation ongoing.

Manufacturer narrative:
H10: the customer replaced cpu pcba board to resolve the reported issue. Verified software options have been reinstalled, serial number and operating hours have been reprogrammed. The device passed required performance verification tests per philips standards and will be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.